Manufacturer narrative:
(B)(4). Date sent to the FDA: 01/02/2019. Device evaluation summary: a detached needle, a dispensed suture and an opened box with seven unopened samples of product code sxpp1a403, lot # mb6498 were returned for analysis. During the visual inspection of detached needle, the swage and attachment area were noted to be as expected. The barrel hole was examined under magnification and remnant suture was noted and the suture end is severely cut (damaged), resulting in a clip off defect. During the visual inspection of seven unopened samples, no defects were found on the packages. The samples were opened, and the swage and attachment area were noted to be as expected. The sutures were dispensed without problems and examined along of the strand and no defects, or damaged were observed. A functional test was performed and the pull force were above the minimum requirements. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. According to condition of the opened sample, the assignable cause of the performance pull off suture needle was a clip off defect, this defect is caused by excessive pressure on the suture during swaging of the needle and consequently breaking. Per the conditions of the seven samples, no performance pull off suture needle was found, and the tested samples met the finished goods requirements.

Manufacturer narrative:
(B)(4). The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot. Attempts are being made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent an unknown orthopedic surgery procedure on (B)(6) 2018 and a suture was used. During surgery, the needle was detached from the suture at the first passing of the needle through the tissue by continuous suturing. It was not a control release needle. There were no adverse patient consequences reported. No additional information was provided.